Event description:
The customer reported following an incident, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The crew stated the bands were not removed properly by staff. The customer could not rotate the driveshaft to the home position. A new lifeband was used to attempt to troubleshoot the error message but the ua45 persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (sn 35892) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll personnel. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.